Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted noise on the right ventricular lead. The patient presented in clinic. The noise could not be reproduced with isometrics. Insulation breach or conductor failure was suspected. Lead revision was discussed. No additional information was reported. The patient was stable.

Manufacturer narrative:
This correction is correct the previous report to include (B)(4) fracture.

Event description:
New information reported that the lead was removed on (B)(6) 2018.

Manufacturer narrative:
A partial distal portion of the lead was returned for analysis. Fracture was noted at the suture sleeve tie down region of 4303 cm from the distal tip. This fracture is consistent with the field observation of noise. All other damage found was sustained during surgical procedure.

Event description:
New information reported that the lead was removed on an unknown date. No further information was available.